Event description:
During a surgical procedure, the sponge came off and fell into the abdomen. It was retrieved; another sponge was pulled and used with no problem. The patient did not need any extended care due to this. No further consequences or impact to the patient have been reported.

Manufacturer narrative:
First complaint of this type for this product.